Event description:
It was reported that during a revision procedure this device system exhibited out-of-range (oor) impedances on the patient's competitor leads. Boston scientific technical services (ts) discussed this was due to the spring contact issue. The local area field representative was contacted for additional information, however at this time no further information is available. The status of the device is unknown. No additional adverse patient effects were reported.